Event description:
An ipp device was implanted in 1996, months and day not indicated. On 2/12/97, the dr indicated one cylinder is back a little bit; expects to remove the cylinder, dilate and reimplant.